Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device did not meet the expected longevity. At the last remote follow-up, battery measured 2.96 volts, but since that time, the battery has rapidly depleted to nearly recommended replacement time (rrt) at 2.66 volts. The device remains in use. A replacement procedure is expected. No patient complications have been reported as a result of this event.